Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up to his insulin pump alarming no delivery. The patient's blood glucose at the time of incident was 562 mg/dl. The customer treated via manual insulin injection. He also changed his site. Troubleshooting was declined, and no products were returned or replaced.